Event description:
Additional information received reported that the manufacturer representative saw the patient on (B)(6) 2015 and reprogrammed their device. They had not heard back from the patient, so they assumed the patient was receiving effective therapy.

Event description:
It was reported that in april 2015 the patient started having constipation symptoms that were new. The patient told their health care provider (hcp) about it and was told to take 2 tablespoons of milk of magnesia, 1 in the morning and 1 in the afternoon, and to drink more prune juice. The hcp also put in a pessary, which was put in the vaginal area to help in controlling the bladder, and it felt like it was going to pop out when they were straining to have a bowel movement, but it didn¿t come out. The patient also had an ultrasound of the bladder to see if they were emptying the bladder when they were going and the hcp said they were getting most of it out. The patient was seen by their manufacturer representative 5 days ago and since then stimulation was not controlling their symptoms. The patient had a return of symptoms and had been going out of their mind, meaning they were peeing about every 4 or 5 minutes. The patient was able to use the patient programmer to verify that stimulation was currently on with the lightning bolt in the upper left hand corner. The patient was currently on program 1 at 2.1v and did not feel any stimulation. The patient increased to 2.8v and this was comfortable sitting, standing, and walking. The patient would decrease if stimulation got too high or became uncomfortable. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the circumstances that led to the symptom return was that the patient programmer did not go on. The patient changed the batteries and it still didn't work. The step taken to resolve the symptom return was a new stimulator. The manufacturer representative set 2 more programs and it was working very well.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va04h0k, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).